Manufacturer narrative:
B5 describe event or problem - updated with gfe information.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After releasing the wds the anesthesiologist checked for effusion. A small pericardial effusion was noted, but it was confirmed the effusion existed prior to the procedure. It appeared the effusion may have increased in size during the procedure. The patient's heart rate increased. Transesophageal echocardiography (tee) imaging was used to monitor the effusion. After about twenty minutes the physicians extubated the patient. The patient has since been discharged. There were no further complications reported. It was further reported the patient went to the emergency department the day after discharge, due to chest pain. Computed tomography (CT) imaging was completed and there was no pericardial effusion noted per the coordinator.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 20 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. After releasing the wds the anesthesiologist checked for effusion. A small pericardial effusion was noted, but it was confirmed the effusion existed prior to the procedure. It appeared the effusion may have increased in size during the procedure. The patient's heart rate increased. Transesophageal echocardiography (tee) imaging was used to monitor the effusion. After about twenty minutes the physicians extubated the patient. The patient has since been discharged. There were no further complications reported.